Event description:
Same case as MDR# 6000093-2006-02302, 6000089-2006-02399 and 6000093-2006-02304. It was reported that 17 days following a coronary drug eluting stenting treatment procedure there was thrombosis. The patient was hospitalized due to chest pain. The mid right coronary artery (rca) was accessed via the right femoral artery using a 7 fr wise guide catheter and a choice pt floppy guide wire. The lesion was predilated using a 3.0x15mm maverick balloon inflated multiple times at 2-14 atm for 5-34 seconds. Then four taxus express2 drug eluting stents sizes 3.0x12mm, 3.0x24mm, 3.0x12mm and 3.0x12mm were deployed at 14 atm for 30 seconds, 18 atm for 15 seconds, 18 atm for 23 seconds and 20 atm for 33 seconds, respectively, in the mid rca. Then a quantum maverick 3.5x12mm balloon was inflated to 8 atm for 7 seconds and again to 21 atm for 44 seconds. There were no patient complications reported. Medications received included heparin, aspirin, angiomax and plavix. Three days later the patient returned to the heart catheterization lab for treatment of the circumflex (cx) artery. During this procedure it was noted that in the rca there was a 30% residual stenosis in the proximal portion "(an area where we had taken a 3.5 noncompiant balloon and done extremely high pressures approximately 18-20 mm). We felt at this time we should probably continue to observe this with antiplatelets agents and maybe come back in a month or so and decide if additional, more aggressive treatment is warranted." Seventeen days after the initial procedure the patient returned to the hospital and the rca was found to be occluded. No additional information was provided. Additional information has been requested.

Manufacturer narrative:
H6 evaluation: the delivery device was disposed and the stent remained in the patient, therefore, no analysis could be performed. The cause of the difficulties stated in the complaint could not be determined. The manufacturing records for top assembly batch 8746600 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. We will continue to monitor and trend this type of complaint.